Event description:
It was reported that customer had high blood glucose (BG) level reaching 29 mmol/L, which led to ambulance transport to emergency room and subsequent hospitalization, with ketones present but not considered dangerous or life threatening. There was no reported permanent injury to the customer, and treatment with intravenous fluids and insulin resolved the issue. Customer completed system check with Technical Support, changed infusion set and cartridge, and required no further assistance, also declining follow up to confirm release date from the hospital.